Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter to obtain additional information, further details were received: no functional failure that could lead to patient harm was reported; there were no issues with arcing, smoking, sparking, melting, uncontrolled motion, loss of cautery, energy delivery, or broken, frayed, or loose cables at the wrist. There were no issues with opening/closing of the grips or up/down wrist movement, but there were issues with left/right grip motion.